Manufacturer narrative:
(B)(4). (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. Treatment for the peritonitis event was not reported. It was not reported if peritoneal dialysis therapy was ongoing. It was not reported if the patient was recovering or was recovered from the peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). Upon follow up it was reported by a physician, that the patient experienced a break in aseptic technique during peritoneal dialysis therapy, resulting in peritonitis. The breach in aseptic technique was further described as hospital acquired. On the day of the event onset, the patient presented with abdominal pain and cloudy effluent; known manifestations of peritonitis. The day after the event onset, the patient was hospitalized for peritonitis. Per the reporting physician, the event of peritonitis was considered to be life threatening for the patient. That same day, the patient started treatment with biofazolin (1g daily; route not reported) and biotum (1g daily; route not reported) for peritonitis. Three days later, the antibiotics were discontinued. On an unreported date, pd therapy was discontinued and the patient was switched to hemodialysis. At the time of this report, the patient remains hospitalized (the reporter specified that the extended hospitalization is for an unrelated medical condition). The plan is for the patient to remain on hemodialysis for the next five to six months. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). On an unspecified date, the patient was hospitalized for the event. Should additional relevant information become available, a supplemental report will be submitted.